Event description:
It was reported that a patient presented with ventricular oversensing on their implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was not known.

Event description:
Additional information received indicates that there was myopotential oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient tolerated the changes well.